Event description:
It was reported that during a lap cholecystectomy procedure, the clip would not close. The surgeon opened another new like device to complete the procedure. No adverse consequence to the patient.

Manufacturer narrative:
Date sent: 12/09/2008. Information anticipated, but unavailable at this time.